Event description:
After a successful da vinci s hysterectomy procedure the patient suffered bleeding from the drain. Then the doctor decided to confirm the bleeding by traditional laparoscopic procedure. The doctor observed that the bleeding had already stopped, but the doctor treated the suspected area with coagulation. The patient was doing well after this procedure, and discharged on schedule (B)(6). There was no reported malfunction of da vinci system, instruments or accessories.

Manufacturer narrative:
No malfunctions of the da vinci s surgical system were reported to have occurred during the procedure and the hospital has continued to use the system to perform surgery on patients. On (B)(4) 2012, isi contacted the distributor and the distributor indicated that the patient was discharged from the hospital and that there have no been report of injury to the patient. The account has stated that no further information will be provided. A follow-up medwatch report will be submitted if additional information is received.